Event description:
I had essure implanted in (B)(6) 2015. In 2019 my periods started getting very painful where I noticed more and thought I had ovarian cysts. I also thought many times I had a urinary tract infection, all tests were always negative. I started experiencing more bloating and pain mostly on my left side. It became very severe, I noticed in (B)(6) 2020 and has progressively worsened since then. I am at a point I cannot exercise despite being very active in life. I have in the past run half marathons and plenty of 5k and 10k races and more for a few years. I have participated in barre, spin, bootcamp, weight, pilates classes, all which now cause pain and bloating to the point I cannot walk the next day at times. I cannot shop in more than one store because walking long causes too much pain and pressure. I cannot clean my house all in one day, I have to do things in stages and sit after an hour of activity max. At the same time, sitting upright at my desk for work for hours causes pain and bloating so I have to take walking breaks or lay down to relief pressure. Intercourse can sometimes be painful, but the bloating and pain comes on afterwards the next day or morning. I can attribute all my pain and bloating to activity and no other tests have confirmed any other health issues. I have also experienced depression, anxiety, weight gain and brain fog. I am scheduled to have a hysterectomy on (B)(6) 2020. Nothing was found on my pelvic MRI, colonoscopy, numerous ultrasounds over the last 1 1/2 years to be causing my issues. FDA safety report ID# (B)(4).